Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an opened box with eleven packets of product code e873h was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needles were intact and no damages, breakage on body, tip or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: what tissue was being sutured when the event occurred? Colpo-suspension vaginal. Where was the needle piece found; in what structure/tissue? Colpo-suspension vaginal. Was the needle piece(s) retrieved during the same procedure? No, lost needle in the patient. Was there any additional tissue damage as a result of searching for the needle piece? Not mentioned. What is current condition of the patient? No details provided on the status. What was the size of the needle used? E873h. Was more than half the needle retained in the patient? Unk. Procedure name and date? Colpo-suspension vaginal, (B)(6) 2021. Event date? (B)(6) 2021. Lot number? Mbm528. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent a colpo-suspension vaginal surgery on (B)(6) 2021 and suture was used. During the procedure, the needle broke. There were no patient consequences reported. Additional information was requested.